Event description:
It was reported that the 9800 system had physicist discrepancies. The fluoroscopic linearity doesn't meet criteria. There is an artifact, dark spot in the center of the image. Also, the collimator opened 2% beyond the limit. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator was calibrated. The camera had debris cleaned from the lens. The collimator was calibrated during the svc call. The system was tested and found to be working as intended and put back into svc.